Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field. H3. - not returned to manufacturer.

Event description:
It was reported that a device failure 42.0002 occured around 7:30 a.m. On the (B)(6) 2021. The patient desaturated despite 100% fio2. Patient in cardio / respiratory arrest at around 8:20 a.m. During intubation attempt, but death of the patient was reported.

Event description:
It was reported that a device failure 42.0002 occured around 7:30 a.m. On (B)(6) 2021. The patient desaturated despite 100% fio2. Patient in cardio / respiratory arrest at around 8:20 a.m. During intubation attempt, but death of the patient was reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the log file was made available for further investigation at the manufacturer¿s site. As result of the device testing according to the manufacturer¿s specification there was no hardware failure found. The log file review showed that ventilation with the device savina 300, serial no: (B)(6), was started at 08.53 p.m. On (B)(6) 2021 and was ongoing until the date of event; during this period of time all ventilation parameter were provided according to the user¿s settings. A lot of ventilation-related alarm messages (e.g. Vt high, airway pressure high, mv low, apnoe) were generated during this period, every time when alarm limits were met. According to the user¿s incident report the ventilation was performed as non-invasive ventilation (niv). On (B)(6) 2021, (date of event) the device failure 42.0002 was posted by the device at 07.12 a.m.; however, the device continued to ventilate the patient. On the same date at 07.29 a.m. The device performed a warm start caused by a detected temporary deviation within the software. This warmstart was accompanied by an audible and visible alarm of high priority. During such a warm start, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. In the current event, the warm start lasted 4 seconds, and ventilation was resumed directly afterwards as the detected software deviation was remedied by the warm start. Within the time between 07.12 a.m. And 07.29 a.m. The log file further showed user activities on the device like pressing the ¿audio pause¿ button and the ¿alarm reset¿ button as the technical device failure was continued to be alarmed. Within the same minute the warm start occurred, the log entries indicate that the user wanted to disconnect the device from the patient (mains and o2 supply disconnected, main switch activated). In case of a device failure the instructions for use state that the patient has to be disconnected from the device and ventilation has to be continued without delay using another independent ventilator. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a device failure 42.0002 occured around 7:30 a.m. On (B)(6) 2021. The patient desaturated despite 100% fio2. Patient in cardio / respiratory arrest at around 8:20 a.m. During intubation attempt, but death of the patient was reported.